Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/26/2025, an employee from an arthrex subsidiary reported via email that during a procedure on (B)(6) 2025, one of the adjustment threads on an ar-1588rt-ib tightrope ii rt had crossed and embedded into the other thread, preventing mid-adjustment traction. The issue was identified intraoperatively, and the case was successfully completed using a replacement ar-1588rt-ib tightrope ii rt. No significant surgical delay occurred, no additional anesthesia was administered, and no adverse effects were reported during or after the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-ib tightrope batch number 15436727 was received for evaluation. Visual inspection revealed fraying on the white suture near the button. Visual inspection revealed a defect in the loops' functionality. Functional testing was performed by opening/closing the loops; it was noted that one loop did not open/close. A more in-depth evaluation found that the tail of the well-functioning loop was inserted into the tail of the other loop; this defect prevents the loop from working as intended. The most likely cause of the reported failure is an internal manufacturing assembly issue.